Event description:
A customer reported receiving erratic readings on their adc blood glucose monitor. The customer reported receiving readings of 266 mg/dl, 231 mg/dl, 245 mg/dl, 79 mg/dl, and 187 mg/dl within 10 minutes. All tests were performed on the finger. The results where plotted on a parkes error grid and fell into the "c" zone showing the differences in values was clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.